Event description:
It was reported that there was a separation between the female connector and the main body of twenty (20) minicap transfer sets. This was identified prior to use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to d1: brand name: minicap transfer set (previously submitted as minicap extd life trans set w/twist clamp) additional information: h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.